Event description:
The customer contacted spacelabs healthcare to report that while monitoring telemetry patients the xhibit central station (xcs) became unresponsive and they lost telemetry monitoring. There was no report of patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed they were able to continue monitoring. However, the customer called back shortly after stating the device was acting erratically again. Technical support advised the customer reach out to their biomed to replace the xcs. Later in the morning, the biomed called spacelabs healthcare customer service to request repair of the xcs reporting that the device was overheating and randomly powering down. The customer shipped the device to spacelabs healthcare for depot repair. The device was evaluated by an equipment service center technician. The technician reported that the unit would power on, then shut down. The unit was found to have a faulty power supply and video card as well as a damaged fan on the motherboard. The technician also noted that the device had a lot of dust built up in the unit. The customer was advised that due to the age of their device and part obsolescence their xcs was no longer repairable, and that they would need to replace the device. The customer accepted exchanged unit in lieu of repair.